Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID; 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for it was reported that the patient was getting rib and abdominal stimulation when using the 8 through 15 lead. No contributing factors were reported. An x-ray was taken in the va clinic on (B)(6) 2018 and it was determined that the 8 through 15 lead was anterior. The patient was programmed with high density (hd) settings on the 0 through 7 lead, attempting to cover both sides of their back. The patient was trying the hd program out for a few weeks prior to scheduled lead revision. The issue was not resolved, but it was indicated that surgical intervention was planned and scheduled on (B)(6) 2018. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.